Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received by abbott, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. UDI information (d4) and 510k (g3) are not provided within this report as this product (model h701333) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the pulmonary vein isolation procedure, the connection with the cable between the ampere rf generator and the precision system was unstable, resulting in the procedure being cancelled. Troubleshooting measures were attempted but the issue persisted and it was not possible to continue with the procedure. There were no adverse consequences to the patient. Later, additional troubleshooting was performed and it was determined that replacing the generator resolved the issue. However, additional information received later from the rep reported that following the upgrade to the ensite x system, the pc was also replaced, and these errors no longer occur. Therefore, the most likely cause of the connection problems between the ampere generator and the ensite system is a faulty data input on the dws pc.